Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve came off the vizigo sheath when the dilator was removed from the vizigo¿ sheath. The valve brim cap totally separated from the sheath. The valve was also stuck on the dilator. No air entered the patient¿s body. They replaced the vizigo¿ sheath and the procedure continued without further issues. No adverse patient consequence was reported.

Manufacturer narrative:
The device evaluation was completed on 19-sep-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve came off the vizigo sheath when the dilator was removed from the vizigo¿ sheath. The valve brim cap totally separated from the sheath. The valve was also stuck on the dilator. No air entered the patient¿s body. They replaced the vizigo¿ sheath and the procedure continued without further issues. No adverse patient consequence was reported. Device evaluation details: a picture was received for evaluation following biosense webster inc. (Bwi) procedures. According to the picture provided by the customer, the brim cap was observed detached. The issue reported by the customer was confirmed based on the picture received. The device was returned to bwi for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that the brim cap was broken and detached from the hub; however, during the analysis, adhesive residues were observed that confirmed good manufacturing assembly process. No other anomalies were observed. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd), per its part number, to avoid this type of damage from leaving the facility. Device history record was performed for the finished device 60000153 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The failure observed with the brim cap could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: slowly remove or insert the dilator or other devices. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).